Event description:
Surgeon related that the scrub nurse handed instrument to him half open. It was returned to the nurse and fired completely. It was then reloaded for theree other firings. The second firing did not obtain hemostasis and the third firing malfunctioned completely--"anvil did not come down". A new device was obtained and fire successfully. Instrument being used on laparoscopic appendectomy.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown, none or unknown. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.